Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -9.0/+2.0/092 into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vault. That same day, the lens was replaced with a shorter length lens although it is unclear whether this was done within the same procedure. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm) and (under 21yrs of age at date of implant). Claim# (B)(4).